Event description:
It was reported that the user experienced hyperglycemia and attempted to correct by entering a larger-than-actual breakfast meal announcement to deliver additional insulin, described by the user as using a meal entry for correction. Symptoms included elevated blood glucose. Outcomes included no hypoglycemia and no alarms. Investigation included complaint intake review and user education on correct use of meal announcements. Investigation of this case revealed user technique error, specifically inappropriate use of a meal announcement as a correction strategy that can lead to maladaptive dosing behavior. It was concluded, based on previously established findings for similar reports, that the cause was user error with inappropriate use of the meal announcement feature, and education was provided to mitigate recurrence.